Manufacturer narrative:
Review of the patient's image data by hitachi applications indicates that the exam lasted 45 minutes, but there was a 30 minute pause after the first axial scan was completed. All sar values were under 2.0 w/kg. Hmsa service checked the transmitter performance and found no evidence of malfunction. Heat tests of the transmitter surface showed no temperature readings above 27° c. Operator was aware of the recommendation to put at least 0.25 inch padding between the patient's skin surface and the transmitter cover (bore), but that was not done in this case. Our conclusion suggests that the proximity to the rf transmitter cover was the root cause of the event.

Event description:
Hitachi received a customer call on (B)(6) 2015 indicating they had received a burn complaint from a patient scanned on the hitachi oasis 1.2t open MRI system. The patient received a shoulder MRI exam. During the exam, the site reported that the patient's abdomen was touching top of scanner. The patient was wearing a t-shirt and there was no padding placed between the patient's abdomen and the MRI bore. Patient completed the exam and said after the exam was complete that his abdomen was feeling warm. During the exam, he refused to use the emergency call button and was instructed to move his feet if he needed attention. The tech examined the abdomen and noted that it was red and warm. The patient was scanned on sunday (B)(6) 2015 and he came back to the office on the next day, (B)(6), to show that the red area had a few blisters. The physician assistant at the site examined this patient and prescribed bactroban ointment for the blisters. On (B)(6) 2015, the site reported that they had followed up with the patient. The patient said he is ok, still a little sore.